Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5092861 that a female patient underwent a breast surgery with two 425cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including losing hair, muscle pain, joint pain, migraines, heart palpitations, dizziness, fatigue, panic attacks, and anxiety. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-aug-2020, mentor received additional information regarding the patient's symptoms. After explantation of the implants, the patient stated that most of her symptoms disappeared. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-may-2020, mentor received additional information regarding the patient¿s demographics, symptoms, procedure, revision surgery. The patient's ethnicity is hispanic and white, and she was 38 at the time of event. The patient's date of birth is (B)(6) 1980. The patient experienced left-sided breast pain. The patient underwent bilateral removal without replacement on (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).